Manufacturer narrative:
This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review of the report that was initiated during an FDA inspection. A retrospective review of the complaint record determined that this report should have been submitted as a malfunction report. In this case, no patient injury occurred; however, this may be likely to cause or contribute to a serious injury if it recurred. (B)(4). Investigation - evaluation a review of the complaint history, specifications, trends, quality control and visual inspection of the returned device was conducted during the investigation. The visual inspection of the returned device reported the flare was of adequate size. The flare noted to be folded over with a while crease in the flare. Just below the flare the tubing was wrinkled onto itself. Coils were confirmed to enter the cap on the flexor sheath. The complaint device was returned therefore, an investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. Based on the information provided, and the results of our investigation it is feasible to suggest the flare was not seated correctly in the cap and adaptor assembly, however a definitive root cause could not be determined.

Event description:
It was reported by the user facility that a patient underwent an angiogram procedure using a flexor ansel guiding sheath. The attending physician indicated that the hub of the flexor ansel guiding sheath, where the valve is attached to the sheath came off prior to patient contact. The physician stated another device was used to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. No further information was provided.